Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The cause of death was reported to be respiratory failure. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the device was not linked to the reported death until after the device had been serviced, a complete device analysis could not be completed to investigate the reported death. However, a review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume iipv events that could have caused or contributed to the reported difficulty. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. Review of the device service history and device history record revealed no issues that could have caused or contributed to the home patient passing away. Should additional relevant information become available, a supplemental report will be submitted.